Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and se 2367 (fail safe shut down) alarm occurred on the homechoice (hc) machine during the initial drain. The baxter technical service representative (tsr) explained the alarms and assisted the caregiver (cg) to cycle the power to clear the alarms. The tsr then explained that the cg would need to start the therapy over with new supplies and advised the cg to let the patient?s registered nurse (rn) know about the alarm within the next 24 hours. The cg understood the explanations, the alarms were cleared, they would start over with new supplies and contact the patient's rn. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional information become available, a follow-up will be submitted.